Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4) opened complaint sample of pleurx pleural catheter catalog code 50-7000b was received for evaluation. The returned complaint sample was segmented in two (2) pieces. Examination of two (2) of the segmented catheter pieces under a 40x magnification device revealed that the separation occurred due to a cut close to the polyester cuff produced with a sharp object, evidenced by a close to 45 degree straight and smooth separation surface in between the adjacent pieces. A review of all methods and personnel used in the assembly of the device did not identify any issues that may have contributed to the reported issue. Consequently, the investigation determined no contribution from manufacturing personnel to the reported issue exists. In addition, a review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported issue. A review of the master internal production records for the lot involved could not be performed as lot number information was not available. Based on the investigation results, it was determined that the root cause was related to signs of misuse which where confirmed during the evaluation of the returned complaint sample. The directions for use (dfu) included with the product indicate to ¿use rubber-shod instruments when handling the catheter. Possible cuts or tears can occur if rubber-shod instruments are not used.¿ the dfu also indicates ¿exercise care when placing ligatures to avoid cutting or occluding the catheter¿. Additionally, the dfu indicates ¿precautions should be taken to ensure the drainage line is not tugged or pulled¿. Failure to follow any of these precautions and warnings may lead to the confirmed condition. Appropriate feedback will be provided to the product¿s user which may include, but is not limited to, best-practice techniques, labeled instructions and precautionary warnings related to adequate handling of the catheter to prevent cuts or tears on this device. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.

Event description:
The customer reported that they had difficulty removing the 50-7000b catheter from the patient in the clinic.  The following additional information was provided by nurses (B)(6): the patient had the pleurx catheter placed for treatment of a pleural effusion related to stage 4 non-small cell lung cancer. There was no previous attempt at pleurodesis (i.e. Talc) with this patient. Radiation was not part of their treatment regimen and no other types of procedures were performed with the catheter. There was no difficulty placing the catheter and there was no problem or defect noted with the catheter during the time it was in use. The facility removes a few of these catheters a month and this has not occurred in the past.  Usually, the catheters come out with gentle tugging that the patients can tolerate after lidocaine is administered. The surgeons do not use a scalpel. Dr. (B)(6) placed the catheter on (B)(6) 2013 and dr. (B)(6) removed it on (B)(6) 2013 as pleurodesis was accomplished (one week after the patient¿s most recent low drainage volumes). At the time of removal, the catheter required some tugging to remove, but not much more than usual. The surgeon opened up the area where the catheter was to remove scar tissue close to the tubing by using a kelly clamp, first to spread the tissue and skin, and then to clamp onto the catheter to pull it out.  Most of the manipulation and tugging came after the catheter broke while trying to manipulate and find the end to continue removing. The catheter broke in two pieces. The surgeon was able to continue to locate the two pieces with manipulation and the use of the clamp. The nurse indicated the impact to the patient was pain. The patient¿s status after the event is stable, but uncomfortable. The sample is available for evaluation.